Manufacturer narrative:
Additional narrative: (B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The reported product ¿exp 5.5 unip screw 6x45 ti (B)(4)was used in revision for the l2 burst fracture, stabilizing th12-l4, on (B)(6) 2017. The original surgery was performed by (B)(6) screw system in (B)(6) 2016 the revision surgery was performed on (B)(6) 2017. (The cause of the revision was not reported.) During the surgery, the surgeon inserted the reported screw to l3 right. Next, he tried to connect a rod (part number unknown). Then, he noticed that some parts on the screwhead assembly had already come out, and the rod was not able to set to the reported screw. He replaced with a new screw and completed the surgery with a 10-minute delay. There was no adverse consequence to the patient.

Manufacturer narrative:
UDI: (B)(4). Visual examination of the returned device found the inner cap (saddle) had been dislodged approximately 45 degrees from its intended location. No other anomalies or damage of any sort were indicative during evaluation. The polyaxial screw shank is undamaged and remains intact with the tulip head. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. A definitive root cause for the polyaxial inner saddle being dislodged/falling apart from its intended location cannot be positively determined. However, a potential root cause may likely be that the inner cap was subjected to a higher than anticipated load resulting in the inner cap becoming dislodged from its intended location. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.